Manufacturer narrative:
(B)(4). The device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the device was received with a high sleep current measurement and the loaded voltage (loaded vlith) and unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior due to cracked l7 on the pcb 1.

Event description:
Customer reported via phone call that insulin pump received low battery prior to replace battery now alert. Customer¿s current blood glucose was 179 mg/dl. Insulin pump will be returned for analysis.